Manufacturer narrative:
H3: product ID: 97745, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported they dropped their controller on a hard cement floor yesterday and since then the controller will not charge. Pt stated the controller was fully charged, but the back cover does not close properly and they have to press it tight. Agent walked patient through removing the battery pack and plugging controller into the ac power cord. Pt confirmed controller does not power on. Pt confirmed green light was on ac power supply. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.